Event description:
Reportedly, the ventricular pacing threshold was found abnormal (rapid increase). At implant, in unipolar: threshold was at 0.4v, lead impedance at 1300 ohm and ventricular r wave amplitude at 4mv and in bipolar: threshold was at 0.4v, lead impedance at 1430 ohm and ventricular r wave amplitude at 10mv. Values of threshold before patient discharge: in unipolar: it was out of range and was at 5v / 0,5ms in bipolar. A reintervention was planned to reposition the lead. During repositionning of the lead, the physician could not reconnect the lead to the subject pacemaker that was changed and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated within specifications.

Event description:
Reportedly, the ventricular pacing threshold was found abnormal (rapid increase). At implant, in unipolar: threshold was at 0.4v, lead impedance at 1300 ohm and ventricular r wave amplitude at 4mv and in bipolar: threshold was at 0.4v, lead impedance at 1430 ohm and ventricular r wave amplitude at 10mv. Values of threshold before patient discharge: in unipolar: it was out of range and was at 5v / 0.5ms in bipolar. A reintervention was planned to reposition the lead. During repositioning of the lead, the physician could not reconnect the lead to the subject pacemaker that was changed and will be returned for analysis.

Event description:
Reportedly, the ventricular pacing threshold was found abnormal (rapid increase). At implant, in unipolar: threshold was at 0.4v, lead impedance at 1300 ohm and ventricular r wave amplitude at 4mv and in bipolar: threshold was at 0.4v, lead impedance at 1430 ohm and ventricular r wave amplitude at 10mv. Values of threshold before patient discharge: in unipolar: it was out of range and was at 5v / 0,5ms in bipolar. A reintervention was planned to reposition the lead. During repositionning of the lead, the physician could not reconnect the lead to the subject pacemaker that was changed and will be returned for analysis.